Manufacturer narrative:
(B)(4).

Event description:
The patient had a change in therapeutic effect with increased spasticity and hypertonia. The patient has had three dose adjustments from (B)(6) 2010 to (B)(6) 2011, with no change to symptoms. It was discovered in (B)(6) 2011, that the catheter had migrated subdurally. The medication in the pump was compounded baclofen. The physician planned to remove the previous catheter and place the new catheter at the t12 spinal level. The patient outcome was stated as "no injury."